Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle attachment with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle did not fit correctly in the adapter and the tube pushed out during use.